Manufacturer narrative:
The device was not returned as it was discarded. Lot number is unknown. Reported event is not confirmed. While we suspect in this case that surgeon had difficulties to insert the implant in the disc space, based on available data the cause of the breakage cannot be determined. The complaint condition remains unknown and no conclusion can be drawn.

Event description:
It was reported that, "during impaction of inserter, rear rail on implant broke off causing inserter to become disengaged. The implant was partially implanted and the surgeon was able to retrieve implant with cocker and insert new implant without incident." It was later reported that the device was discarded at the hospital.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "during impaction of inserter, rear rail on implant broke off causing inserter to become disengaged. The implant was partially implanted and the surgeon was able to retrieve implant with cocker and insert new implant without incident." It was later reported that the device was discarded at the hospital.